Event description:
Surgeon reported to medtronic xomed microfrance that he had to explant a device that he implanted eight years ago. Further it was stated that the pt may have done something wrong when cleaning the ear. Nevertheless, the surgeon indicated that this piston is more rigid than usual. For him, it is not normal ageing of the piston.